Event description:
(B)(4). Same case as MDR#2134265-2012-04307 and #2134265-2012-04308. It was reported that post a stenting treatment procedure, surgery was required. (B)(6) 2008 - three taxus express2 stents were implanted, one each in the mid left anterior descending (lad) artery, the proximal right coronary artery (rca) and the mid rca. (B)(6) 2012 - an off-pump coronary artery bypass surgery was performed at the mid lad, the right posterior descending artery and the right atrioventricular branch.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was further reported that the off-pump coronary artery bypass surgery was performed due to angina, that the patient was hospitalized for two weeks, and that the angina was resolved.

Manufacturer narrative:
(B)(4).